Event description:
Brazil. Allegedly a patient presents an intracapsular rupture on both breasts and rotation on her left breast. R: (B)(6). L: (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture and rotation.